Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery that was 80% stenosed. Sizing of the lesion was performed with a 3.25 x 15 mm unspecified balloon catheter, and a decision was made to use a shorter stent. And therefore, a 3.5 x 12mm xience xpedition stent was deployed. Post- stent dilatation was performed with a 4.0 x 12 mm unspecified balloon when it was discovered that the deployed stent was longer than 12mm. The physician felt there was a mismatch between the size printed and the actual size of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of event . Correction: date of implant. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it appears that the 3.5x12 xience alpine stent was implanted inside an initial stent implant that was longer. The appearance of the 3.5x12 xience alpine stent, due to overlapping of the two stents, looked longer than the labeled length causing the reported defective item (oversized). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the stent was successfully implanted in the target lesion, however part of it was in healthy tissue. And, therefore the physician felt there was a mismatch between the size printed and the actual size of the stent. The procedure was completed at this point. There were no adverse patient effects and no clinically significant delay in the procedure.